Event description:
Reporter noted a single-use cassette was used for four procedures. Irrigation didn't stop, causing too much solution in eye. Posterior capsular tear occurred; vitrectomy performed and pc iol implanted. Pt's outcome is unknown at this time.